Event description:
Epidural cath was placed in patient by md from anesthesia. When dr went to infuse medication into the catheter he noticed the catheter was frayed and falling apart. Cath was removed and sequestered with packaging material.dr voiced concern that if the frayed cath was any closer to the patient it may not have come out of the patient.patient was not harmed.what was the original intended procedure?epidural anesthesia.